Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure treating a rotator cuff tear on (B)(6) 2020, it was observed that the coagulation feature on the electrode device was weaker than usual. According to the report, the output was set to the maximum but did not correct the issue. The generator was restarted and the device was reconnected but did not solve the issue either. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. The device was brand new and its first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according with the information provided, it was reported that at first, coagulation feature of the 1st electrode was weaker than usual. Even when the output was set to the maximum, it did not correct the issue. They restarted the main unit and reconnected the device, which did not solve the issue, either. Next, the replacing electrode was prepared, but both ablation and coagulation features did not function. Again, restarting and reconnecting the device did not correct the issue. The complaint device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator. The electrode was immediately recognized. All the preset functions were displayed in the generator's screen. The ablation function was activated by the foot pedal for 1 minute, the settings were increased to the maximum during the test, the electrode worked as intended. Under coagulation function, the electrode was activated by the foot pedal for 1 minute, the settings were increased to the maximum during the test and the electrode worked as intended. The same test was performed with the hand piece buttons, the electrode worked with no anomalies on both tests. A manufacturing record evaluation was performed for the finished device u1805111 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and functional test result, this complaint can not be confirmed. The most probable root cause for this type of failure can be attributed to a mishandling of the operator at the moment of preparation before surgery. Per the IFU 111094, for optimal performance, safety, and convenience, the vapr electrodes automatically preset the vapr vue generator to default output settings. Use the lowest power setting and the minimum tissue contact time necessary to achieve the appropriate surgical effect. If the generator is switched off and then on, a newly attached electrode will always revert to its default values. Always confirm proper, desired power settings before proceeding with surgery. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.